Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they reseated the generator connections within the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, a loud popping noise was heard emitting from the imaging system when performing a 3d image acquisition. The system was then powered down. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. [(B)(6) : (B)(6) 2017].